Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following were replaced: the bellows housing for 1 unit, the port valves for 1 unit, and the reusable soda lime canister was replaced with a disposable soda lime canister.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced gas leaks. 1 event was reported for a large leak preventing ventilation, 1 event reported for a leak in the system large enough to cause a loss of mechanical ventilation, 1 event reported for a leak preventing mechanical ventilation. These reports were received from various sources. Of the 3 events, 3 did not involve patients.